Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated several times on the same instrument resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.

Manufacturer narrative:
The initial MDR 2432235-2017-00661 was filed on 26-dec-2017. Additional information (17-jan-2018): information regarding results being reported and initial reporter have been received. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the waste pump tubing, valve manifold, luminometer, and peristaltic tubing (blue and gray pump tubing). The cse ran cardiac troponin-I calibration twice, which resulted invalid both times. Cardiac troponin-I was being used for only for troubleshooting purpose. Siemens is investigating the issue. Corrected information (17-jan-2018): the initial MDR indicated that the assay being run was beta hcg. The correct assay name is total hcg.

Manufacturer narrative:
The initial MDR 2432235-2017-00661 was filed on 26-dec-2017. The first supplemental MDR 2432235-2017-00661_s1 was filed on 08-feb-2018. The second supplemental MDR 2432235-2017-00661_s2 was filed on 07-mar-2018. Additional information (13-mar-2018): a siemens headquarters support center specialist reviewed the service report and determined that appropriate actions were taken by the siemens customer service engineer to troubleshoot the instrument. The customer replaced the advia centaur cp instrument.

Manufacturer narrative:
The initial MDR 2432235-2017-00661 was filed on (B)(6) 2017. The first supplemental MDR 2432235-2017-00661_s1 was filed on (B)(6) 2018. Additional information ((B)(6) 2018): a siemens customer service engineer (cse) revisited the customer site. The cse analyzed the instrument and replaced the washing unit, manifold, reagent probe and syringe, sample syringe, luminometer, incubation ring, related tubings, and 12 month preventive maintenance kit. The cse checked the precision and quality control, which were out of range. The customer is not using the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to perform preventive maintenance (pm). After performing preventive maintenance, the pm kit consumables were replaced. The beta hcg was calibrated with new reagent lot 294. Quality control was acceptable. The sample was run in replicates of five which was imprecise. As per advia centaur cp total hcg instructions for use the intended use of hcg is "for in vitro diagnostic use in the quantitative determination of human chorionic gonadotropin (hcg) in serum using the advia centaur cp system. The results obtained from hcg specimens are used as an aid in the assessment of pregnancy status. This assay detects the intact hcg molecule and free beta subunits of the hcg molecule". The cause of the imprecise beta hcg results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Imprecise beta human chorionic gonadotropin (beta hcg) results were obtained on one patient sample on an advia centaur cp instrument. It is unknown if the initial or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise beta hcg results.